Manufacturer narrative:
The 30-degree endoscope instrument involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope was turning/flipping on its own. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and the customer reported event was not confirmed. The 30-degree endoscope plus was found to have no error at qap, no error in the instrument logs, and good image in both eyes. However, there was a transmittance test failure, discolored housing, severe damage on cable jacket zone b, scope bearing friction issue, and attached endoscope adapter (aea) damaged or friction issue.

Event description:
Refer for follow-up information.